Manufacturer narrative:
Please note that this product is being used off-label. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was noted that the patient was in the office simply to check the longevity of the device. It was reported that they were seeing a ¿call hcp ¿ 574 code;¿ ¿no programmed parameters have been detected.¿ when they interrogated the implant with the clinician programmer it came up with the lead configuration screen and the implant date was set to that day, as if it was a brand new ins. When the ins was interrogated with the patient programmer (pp) it showed 574 code. It was reviewed that the programming may have been wiped out and that reprogramming with the clinician programmer should resolve the 574 code. Troubleshooting included reprogramming the patient, and this did resolve the issue. It was also noted that the battery voltage was at 2.990v. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the 574 code was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.